Event description:
It was reported that the device powered off three (3) times while transporting a patient. The patient was only being monitored and the device remained on after the third time it powered off. There was no compromise to patient care or an adverse event due to the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced all four (4) battery pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.